Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v185453, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer (pp). There was poor communication with and without the antenna. It would not interrogate. The patient was not recently implanted or had a revision surgery. The patient did use an antenna and syncing with the implantable neurostimulator (ins) did not resolve the issue. The patient was not educated under anesthesia. This occurred in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A day later the patient reported that she received a new pp but was still having the same problem with poor communication. She was wondering if the ins battery was dead, as she was told her ins battery would last about 4 years and it had been about 3 and a half, and she had increased her amplitude to about 6.9. She had started wetting the bed every night for about a week, and she took a diuretic normally, but had not even been taking her diuretic and was still wetting the bed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she returned the new patient programmer that she was sent because it was reading the same as her previous programmer. The patient notified her doctor about wetting the bed on (B)(6) 2015. A new battery was put in on (B)(6) 2015.